Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. During troubleshooting it was discovered the customer was not loading at least (B)(4) units of insulin. Cts instructed the caller to continue to fill tubing until total amount filled equals (B)(4) u. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level.